Event description:
It was reported that the knot pusher cut the suture because it was too sharp. This occurred eight times with this device. Malfunction report form indicates there was no significant delay as a back-up device was available. Report also states the sutures were cut and removed from the patient leaving the eight suture anchors remaining unsupported in the patient's bone. No patient injuries or procedural complications resulted.